Manufacturer narrative:
The date received by manufacturer has been used for this field. Multiple potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 716192n medical device expiration date: 6/9/2019 device manufacture date: 6/15/2017 medical device lot #: 718711n medical device expiration date: 7/5/2019 device manufacture date: 7/8/2017 medical device lot #: 718611n medical device expiration date: 7/4/2019 device manufacture date: 7/7/2017 medical device lot #: 725181n medical device expiration date: 9/7/2019 device manufacture date: 9/12/2017 medical device lot #: 725271n medical device expiration date: 9/8/2019 device manufacture date: 9//12/2017 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that infections associated with central lines and the use of a 5 ml bd posiflush¿ heparin lock flush syringe, in 10 ml syringe, 100 usp units/ml were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated.

Event description:
It was reported that infections associated with central lines and the use of a 5 ml bd posiflush¿ heparin lock flush syringe, in 10 ml syringe, 100 usp units/ml were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated.

Manufacturer narrative:
H.6. Investigation summary: lot: 725181n & 725271n & 716192n & 718711n & 718611n. There were no deviations, non-conformances, or out of specifications related to the manufacture of lot 725181n or the raw materials used to manufacture this lot. This complaint is part of a new trend which began in (B)(6) 2018. CAPA (B)(4) was initiated to address this issue. 100% of retained samples for the lot ((B)(4) units) were visually inspected. No growth was seen (i.e., solution was clear). (B)(4) units of the retained samples were sent to nelson laboratories, inc. For sterility testing in may 2018. The sterility testing was performed in an isolator per usp 71 membrane filtration method. Per the attached lab report, after incubation, the retained samples exhibited no microbial growth. Investigation conclusion: the root cause analysis of the reported infection cases under CAPA (B)(4) has not identified a direct causation between the infections and the bd franklin product.

Manufacturer narrative:
Correction: type of report: the initial MDR was submitted as a 30-day report. Bd has changed our position on this incident and we are making a correction to report the MDR as a 5-day report.